Manufacturer narrative:
Investigation summary: it was reported that one manoscan eso catheter, rfg was received for investigation and did not meet specification as received by medtronic. Visual inspection found the catheter harness was discolored, dark brown color inside silicon sleeve. The strain relief carrier and silicon sleeve has large cuts. Harness was cut by half at 69 centimeters and completely damaged. Pico-scope test and preliminary test are unable to verify due to catheter being cut by half. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the customer called and stated that the probe was stuck inside the patient. The procedure was completed successfully but as the probe was being removed it became stuck in the patient's nose. The ear, nose, throat staff was called in and it was decided to cut the probe to allow for the removal. The probe was damaged by the customer's intervention. There was no harm to the patient and recovery was normal.